Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that cassette leakage occurred and fluid ran towards the console. The cassette was replaced and the procedure was completed. There was no patient contact and no patient impact.

Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lot complaint history was reviewed, this is the second overall complaint for this finish goods lot and the first complaint for leakage for this lot. The device history record (DHR) shows the product was released per specifications. The returned sample was visually inspected and no obvious defects were observed. It was noted the irrigation/aspiration (I/a) manifold was not returned. The ball in the drip chamber¿s check valve moved freely per specification. The sample could prime and tune with the ultrasonic handpiece successfully. The irrigation and aspiration pressure were measured at multiple set points and met specifications. No message code appeared on the screen. Fluid flowed from balanced salt solution (bss) to the drain bag without any interfering. No leakage was detected from the manifolds, connectors, or drain path between the consumable and console during functional and performance testing. In addition, no leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test was completed. The sample passed functionality. A full internal pressure leak test was then conducted on the cassette utilizing an external pressure source and no leakage was detected. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The cassette passed functional and performance testing. After a thorough investigation of this complaint, it has been determined that this sample functioned per specifications and no leakage was detected; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).